Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on february 4, 2011 alleging that the onetouch ultralink meter is giving inaccurate high reading of "152 mg/dl" compared to the onetouch ultramini meter reading of "84 mg/dl." Noteablely, the patient had symptoms described as "halos in her eyes" 30 minutes prior to the alleged inaccurate high issue. On (B)(6) 2011 at 2 pm, the patient obtained the alleged inaccurate reading on the subject meter. The patient did not require any medical intervention that would suggest a serious injury had occurred due to the product issue. During the troubleshooting session, it was noted that the reported meter readings were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Replacement products were sent to the patient. This complaint is being reported due to the alleged inaccuracy issue. However, there is no evidence a serious injury had occurred as the patient's symptoms preceded the alleged onset of the product issue. In addition, there was no medical intervention to suggest hyperglycemia or hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # k073231.